Event description:
It was reported that the missing cap was noticed during a therapeutic procedure when the scope was being pulled out. The customer went in with a gastroscope to retrieve the cap and it took around five minutes or longer. The cap did not surface and it is believed that the cap came off naturally. The patient did not require additional anesthesia. There were no significant complications (only the additional gastroscopy), and the patient was discharged as planned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following: - the distal cover was insufficiently attached to the device. - the distal cover had stress during the procedure by friction from twisting/pushing/pulling the device in a patient¿s body, and contact of the device with mouthpiece, etc. However, the subject device was not returned, and the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: -operation - precautions. -preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that a patient underwent ercp-endoscopic retrograde cholangiopancreatography, and the distal cover was lost during the procedure and was unable to be found despite a subsequent gastroscopy to examine inside patient/small intestine. There were no reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.